Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: degenerative spondylolisthesis procedure: transforaminal lumbar interbody fusion (tlif) levels: l5-s1 it was reported that intra-op, the cage broke when being rotated at the time of cage insertion and it was considered that it was because the bone was hard. There was a delay of less than 60 min. No patient complications were reported.